Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed unexpected battery depletion following programming changes to adjust outputs. The patient was to be seen for regular appointments. To date, no adverse patient effects were reported as a result of this clinical observation.